Manufacturer narrative:
If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse. Conclusions: no conclusions can be drawn.

Event description:
On october 14, 2010, we rec'd info from our (B)(4) affiliate reporting bilateral corneal abscess, worse in os, following "cross linkage and prk ou" surgery for correction of "sub clinical keratoconus and myopic astigmatism." This report is for the left eye. Right eye reported in 1033553-2010-00137. Acuvue 1-day trueye (narafilcon a) was being used off label as a post-op bandage lens. Narafilcon a is not marketed in the u.s. The report states "corneal swab + for c+s - showed heavy growth of coagulates negative staphylococcus." Treatment as reported: "on off lox g2h while awake, vigamox ou 2h while awake, tobradex bid, facithaluic oint ou qhs, auger tin tab po 625mg q6h. The ophthalmologist reported that a culture was done on sealed product and that the results were "the same organism." Two sealed lenses were rec'd and are in the process of being evaluated. Results will be submitted in f/u report when available. No other product from this lot remains in inventory. No other complaints have been rec'd on this lot. A device history review was conducted. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.